Event description:
The patient was having a left shoulder arthroscopy procedure. The shaver was being used with 4:00 achrominizer. The disposable blade started throwing shavings into the joint space. As the surgeon was going to do an arthotomy to excise the bursa, the shaver was stopped immediately, the shoulder was opened and washed out and all shavings removed. Then bursa was excised. On 5/6 device was given to manufacturer who assigned it mra #91100.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.